Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge remained static at 100 units of insulin then dropped to 85 units. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified however, a different issue was identified.